Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided the reported delayed leaflet grasping is likely the result of patient anatomy. The reported partial clip movement is the result of the tissue damage. The reported tissue damage is the result of the delayed leaflet grasping. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system was advanced to the mitral valve and grasping was performed multiple times until the best mr reduction was noted. Echocardiography confirmed that the leaflets were taught with good insertion of the posterior and the anterior leaflets with minimal leaflet outside of the clip. The clip was deployed. There was a small lateral jet noted, so it was decided to place a second clip just lateral to the first clip. The second cds was advanced but before crossing the valve, movement of the first clip implanted was noticed. It appeared as though the posterior leaflet was slowly coming out of the clip and mr was increasing. The physician placed the second clip successfully which reduced the mr and stabilized the first clip which was now hanging on to the posterior leaflet only by the tip. Following placement of the second clip, review of the final grasp of the first clip was performed. The physicians suspected the posterior leaflet was torn due to the multiple grasping attempts causing the clip to partially detach. Two clips implanted, reducing mr to 2-3. On monday (B)(6), the patient was confirmed to be doing very well hemodynamically and feeling good. No additional information was provided.